Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a distributor via sems that an ar-7300obt oval burr broke 1cm from the top, the broke fragment was retrieved. This was discovered during an unspecified procedure, with no patient harm reported. On (B)(6) 2022 it was reported by a distributor via sems that an ar-7300obt oval burr broke 1cm from the top inside the patient¿s ankle during use, the broke fragment was retrieved. This was discovered during use in an ankle procedure on (B)(6) 2022.